Event description:
As reported: The physician felt resistance while advancing the coil into the microcatheter hub. With some pressure, the coil advanced. While deploying the coil and attempting to pull it back, the physician noticed that the coil broke at the detachment zone. The coil could be pushed but could not be pulled back into the catheter. The physician proceeded to fully deploy the coil into the aneurysm. There was no reported patient impact.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted.The Instructions for Use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.